Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient device was found to be undersensing upon review of session records, causing false pause and brady episodes. Programming changes were discussed. No further information is available at this time.